Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid temperature alarm occurred after the pump was exposed to a heat pack. Subsequently, multiple altitude alarms occurred. The customer's blood glucose level ranged from 226 - 340 mg/dl. Reportedly, the customer chose to reset the pump. After completing the pump reset, the customer was able to successfully reload the cartridge and resume insulin delivery.